Manufacturer narrative:
A ge svc representative performed an on site investigation. The left monitor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had poor image quality with dark images during a case. The procedure was completed. No pt injury was reported.